Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "male/female ends" of the minicap transfer set came apart. The patient was unable to disconnect the patient line of the amia cassette from the transfer set. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given a dose of intraperitoneal antibiotics. The transfer set was replaced. No additional information is available.